Event description:
During initial implant the extension tunneler plastic insert carrier broke away when tunneling the extension from the pocket towards the back incision leaving the end of the plastic insert carrier in the pt. The manufacturer's technical department informed the physician that the tunnel device had only been tested for temporary use and there is no data available related to the safety of leaving the broken section inside the pt long term and it should be removed. The physician then made the decision to leave the broken section inside the pt, as attempting to remove it would produce too much trauma. Also, that the pt was under general anesthesia and hadn't consented to this further procedure in which the pt would be left with further scaring. The pt was un-affected but aware of the issue.